Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) delivered a non-sustained right ventricular oversensing (nsrvo) alert for post-paced t-wave oversensing. No changes or intervention was reported. The patient condition was unknown.

Event description:
New information noted programming changes were performed to resolve the issue.